Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the meter was not communicating with their insulin pump. Customer states that they have high blood glucose. The blood glucose is unknown. Nothing further reported.